Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data provided by the account confirmed low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint experience and the patient¿s history of prior low speed/pump stoppage events, the interruptions in pump function recorded in the log file data appeared to be consistent with potential driveline wire damage. The account reported that the patient experienced low flow and low speed alarms while at home in the garden. The patient was reportedly already on a non-grounded cable and further investigations were scheduled. The account submitted a summary of log file data captured from 18:23:02 on (B)(6) 2021 through 10:41:24 on (B)(6) 2021, per the timestamps. Several low speed and pump stop events were captured on (B)(6)2021 and (B)(6) 2021. The abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, and motor stopped alarms as well as elevations in pump power up to 9.5 watts. Excluding the low speed and pump stop events, the pump appeared to function as intended additional information later received stated that the pump stops were likely caused by a short-to-shield. The alarms reportedly occurred when the patient was on batteries and in certain positions. X-rays taken did not show a particular area or location of the damage, so the patient was admitted to the hospital and listed for an urgent transplant. The patient was reportedly clinically stable. The patient later received a heart transplant on (B)(6) 2021 due to unresolved issues with the driveline. It was reported that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
He cause of the pump stops was believed to be caused by a short to shield, as the alarm would only occur when the patient was on batteries and moved in certain positions. The x-rays did not show a particular area or location of damage. The patient was admitted and listed for an urgent transplant. The patient was clinically stable at time of admission. The patient underwent a heart transplant on (B)(6) 2021.

Event description:
It was reported that the patient reported low flow and low speed alarms. The patient's log files were sent for review and showed several pump stops.